Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the drive support cap is sticking out. Customer does not recall pressing the cap while connected. Customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan. Customer stated the dome sticker is missing.

Manufacturer narrative:
The pump was received with compromised force sensor system error alarms during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform basic occlusion, occlusion, prime, excessive no delivery or verify no numbers count up due to the alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.